Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power control/distribution printed circuit board (pcb) and two batteries. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a battery alarm and the batteries would not charge. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A compressor power distribution printed circuit board (pcb) and breath delivery controller pcb were returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and no failure was found.